Event description:
User facility reported that a pt had an allergic reaction from a stainless steel screw. The pt has allergies to nickel and cobalt. The screws were taken out and replaced with titanium screws in 2008.